Manufacturer narrative:
Device was received by the manufacturer, however, the overheating failure could not be replicated. Per the quality investigation, the attachment was found to be noisy and displayed excessive vibration. Internal components were evaluated and corrosion was found. Due to the extensive corrosive damage, the device could not be repaired and was discarded. A replacement device was provided to the customer.

Event description:
It was reported that during a spinal procedure, the drill attachment was heating up. Backup equipment was used to complete the procedure. There was no patient or user injury reported, and no adverse consequences alleged with this event.